Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time.

Event description:
Additional information received reported erosion occurred at 12 o¿clock in the left eye. The device has been explanted. Patient is using azoptic and combigan eye drops instead of replacing with another xen45.

Manufacturer narrative:
The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Implanting physician reported a xen45 gel stent had eroded through the conjunctiva of the unknown eye. Patient has sought care with another ophthalmologist whilst the implanting physician was on leave. No further information provided.